Event description:
A report was received that the patient's pocket site was infected. The physician believed that the infection was procedure related. Antibiotics were given. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's pocket site was infected. The physician believed that the infection was procedure related. Antibiotics were given. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient's symptoms of infection were redness on the pocket site and fever. The physician believed that the infection was resolved.